Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose was 375 mg/dl. Customer reports insulin pump system has not been in use within 48 hours of reported high bg event. The customer stated that there was something wrong with the insulin pump, it was not delivering insulin, insulin pump passed the self test, insulin exiting while filling tubing, patient also mentioned he thinks insulin pump was not delivering insulin. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.